Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (interpreted as genital bleeding). Within 6 months she was pregnant. The consumer stated that as the baby was exposed to the components of essure during the first (B)(6) of development, which caused a near miscarriage and abnormal development. The events are serious due to medical importance and listed in the reference safety information for essure, except for near miscarriage and abnormal development, which is unlisted. In this case, it was reported that at 3 month follow up visit/dye test, the tubes were confirmed to be fully blocked and permanently sterile. At the onset of the first period she could not leave the house due to excessive bleeding. Consumer got pregnant within 6 months of insertion. A hysterectomy was performed in order to remove essure. Based on the event's nature, a causal relationship between the events, except for near miscarriage and abnormal development, and suspect insert cannot be excluded. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event near miscarriage and abnormal development was considered as unrelated to the insert. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0426, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted. The consumer had essure inserted a year after her 3rd healthy child was born. At the 3 month follow up visit/dye test, the tubes were confirmed to be fully blocked and permanently sterile. At the onset of the first period she was in excruciating pain similar to labor and could not leave the house due to excessive bleeding, and this occurred every time she had her cycle. She also experienced weight gain, fatigue, dizziness, night sweats and more. She was allergic to nickel. Within 6 months of insertion the consumer was pregnant. A genetic specialist told baby had severe abnormalities and health defects. The consumer stated that as the baby was exposed to the components of essure during the first 7 weeks of development, which caused a near miscarriage and abnormal development after that point. She ended up having a hysterectomy (interpreted also as a therapeutic abortion) to remove essure and stated that her side effects mostly gone after removal of the coils. The consumer considered all events related to essure. The child case number is (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (interpreted as genital bleeding). Within 6 months she was pregnant. The consumer stated that as the baby was exposed to the components of essure during the first 7 weeks of development, which caused a near miscarriage, & abnormal development. The events are serious due to medical importance and listed in the reference safety information for essure, except for near miscarriage, & abnormal development, which is unlisted. In this case, it was reported that at 3 month follow up visit/dye test, the tubes were confirmed to be fully blocked and permanently sterile. At the onset of the first period she could not leave the house due to excessive bleeding. Consumer got pregnant within 6 months of insertion. A hysterectomy was performed in order to remove essure. Based on the event's nature, a causal relationship between the events, except for near miscarriage, & abnormal development, and suspect insert cannot be excluded. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event near miscarriage, & abnormal development was considered as unrelated to the insert. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.